Manufacturer narrative:
Concomitant medical devices: dtma1d1 ICD ,implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has t-wave oversensing (twos) post atrial and ventricular paced events. It was noted that the rv sensitivity was adjusted and the issue was resolved. No patient complications have been reported as a result of this event.